Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 427 (mg/dl) and moderate ketones. Customer changed out their pump supplies and administered a correction bolus to treat their bg levels. Reportedly, customer uses humalog insulin in pump cartridges for 3-4 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that their bg level had decreased to 304 (mg/dl). Customer declined future follow-up.